Event description:
Balloon on nephromax nephrostomy catheter ruptured in right ureter during procedure. Dilation had been obtained as desired and stone was successfully removed. Surgeon was able to remove all remnants as well as stone through originally planned cystoscopy. (B)(4).